Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was observed to have a broken conductor wire. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instruments was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The instrument was found to have a dislodged grip cable at the proximal end within the housing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the dislodged cable. The instrument was found to have a loose grip cable at the grip hub/idler pulley. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint regarding a broken conductor wire was confirmed by failure analysis. The probable root cause of a dislodged bipolar conductor wire is attributed to damage through external collisions, during use, or during reprocessing. The probable root cause of a dislodged grip cable at the proximal end is attributed to a loss of cable tension from a stretched cable due to an unknown cause. The probable root cause of a loose grip cable at the hub/idler pulley is attributed to a dislodged grip cable within the proximal housing.